Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported issue. The system was tested and verified as ready for use. No image or video clip for the reported event was submitted for review. A review of the site's system logs for the reported procedure date cannot be conducted as the surgeon mentioned the issue in passing and it is unknown during which specific procedure the reported issue occurred. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the instruments used on arm 1 moved with unintuitive motion (sudden movement). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, arm 1 had a sudden movement while a clip applier was installed. Follow-up was performed and additional information was obtained from the robotic surgery coordinator. The non-intuitive motion was reportedly experienced with a stapler during the same procedure. It was confirmed that the clip applier worked as intended. The surgeon had also stated that the stapler moved after stapling and "nudged" forward. The procedure was completed without any injury to the patient. No instruments are expected to be returned. No images or procedure video were available for review.